Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted ten days post implant due to high threshold measurements. A replacement lead of the same model was successfully implanted with good electrical measurements. The explanted lead will not be returned for evaluation. No adverse patient effects were reported.